Manufacturer narrative:
The device history record for belotero balance lidocaine, lot number b00029120, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. Nonconformance reports were noted related to this lot, but none that would have contributed to this event. This case remains assessed as reportable to the FDA, as the event necrosis (pt: injection site necrosis), was deemed to meet the serious criteria of required intervention to prevent permanent damage.

Event description:
Follow-up information was received on 21-jun-2024: batch number was reported as b00029120 (expiry date: 03/2025). A lot search in the global safety database was conducted. The physician reported that they thought it was injected intradermally, but it supposed to be superficial subcutaneous. A slow injection with a 30g needle was performed. The patient was previously injected with hyaluronic acid and toxin. The patient did not take any medication at the time of injection. The patient took aspirin following the reaction. According to the physician, the patient had very thin crusts. The outcome of the events remained unchanged. Follow-up information was received on 26-jun-2024: on (B)(6) 2024, the physician saw the patient and according to the patient, he had a restitution ad integrum, which meant restoration to original condition. The outcome of the event necrosis was reported as resolved in june 2024 (changed from resolving). The outcome of the event headache was reported as resolved in june 2024 (changed from unknown). Follow-up information was received on 09-jul-2024: the batch record review was received and the lot number for belotero balance lidocaine was confirmed as b00029120 (expiry date: 03/2025).

Event description:
The reported events blanching, skin turned pink and scabs were considered to be symptoms of necrosis and therefore were not coded. This spontaneous report was received from a french physician via a sales representative and concerns a 42-year-old male patient. He was injected with belotero balance lidocaine, into the small horizontal wrinkles in the base of the nose and glabella area (intentional device misuse), on (B)(6) 2024. The physician injected belotero balance lidocaine very superficially. The patient was already injected in the past, for many years. The patient's medical history and concomitant medication were reported as none. He had no prior surgery. On (B)(6) 2024, after the belotero balance lidocaine, the patient experienced blanching in the central part of the forehead and area between the eyebrows, intense headache and necrosis. Just after the belotero balance lidocaine injection the physician observed an inverted pyramid-shaped whitening of the central part of the forehead with the intersourcilliere area as its base, associated with an intense headache. Corrective treatment included hot pack on the involved area and 2 ml of hyaluronidase. Hyaluronidase was diluted at 4 ml. The patient was advised to take aspirin. On (B)(6) 2024 (reported as one day after the injection), the patients skin turned pink again. On (B)(6) 2024 (reported as two days after the injection), the physician injected 0.5 ml of hyaluronidase into the glabella area and gave patient a healing balm and sun protection because superficial scabs were anticipated. Due to the provided information, the outcome of the event necrosis was considered as resolving. The outcome of the event headache was unknown. In the opinion of the reporter, the event was not permanent.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event necrosis (pt: injection site necrosis), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for belotero balance lidocaine could not be reviewed, as the lot number was not reported.